Event description:
The synpor orbital floor plate was not tolerated by patient and explanted. Patient revised to competitor's product (medpor). Explanted synpor was discarded by the account.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing date without a lot number.